Manufacturer narrative:
(B)(4). This report for a system error 2367 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The sample was not available and a lot number was not provided, therefore no evaluation or batch review could be performed.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine during dwell 1, a customer reported having a system error 2367. The hp stated they were using a power cord extension. The tsr advised the hp to plug the cycler directly into the wall and restart the setup with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on 01 mar 2012 regarding a system error 2367. The hp stated that therapy has been going well and the error did not repeat on the homechoice. The hp has the homechoice (hc) plugged in to direct electrical output. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.